Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2014 and confirmed the reported event of inaccurate bg values.